Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged battery is not lasting and received replace battery alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was partially performed. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 36.0 received the lowbatteryalert (104) on 02/18/2026 14:59:00 faster than expected at 2.99 days. Battery cycle 35.0 received the lowbatteryalert (104) on 02/15/2026 08:25:00 faster than expected at 3.56 days. Battery cycle 34.0 received the lowbatteryalert (104) on 02/11/2026 12:47:00 faster than expected at 3.25 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit did not pass the sleep current measurement test, however it did pass the active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioned properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. The following cosmetic damages were noted: scratched case, battery tube threads - cracked, pillowing keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. In conclusion, customers alleged of low battery alarm or short battery life/power loss were confirmed based on baat program analysis which showed that the costumer experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.